Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the safety margin was increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has experienced syncopal episodes. It was noted the leadless implantable pulse generator (ipg) output safety margin will be increased. The device remains in use. No further patient complications have been reported as a result of this event.